Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer¿s blood glucose was 76 mg/dl. Customer stated that auto mode turned off. Customer stated that the reason he was kicked out of auto mode was due to getting the stuck button alarm and was able to turn auto mode back on the insulin pump. Troubleshooting was performed for stuck button alarm. The insulin pump will not be returned for analysis.